Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure a system message was displayed, the probe was not working and the footswitch has continuous activation. The case was completed as planned. There was no harm to the patient.

Manufacturer narrative:
The system and probe functions were examined and the reported event was not replicated. However, the company representative replaced the footswitch due to non-conformity. The system and probe functions were tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 10, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported footswitch and probe issue is attributed to a nonconforming footswitch cable on the footswitch. The root cause of the reported system message could not be determined, as there was no evidence that the system caused or contributed to the reported event. The manufacturer internal reference number is: (B)(4).